Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 411 mg/dl at time of incident. Customer reported that insulin pump had audio anomaly. Troubleshooting was performed and was able to hear audio on the insulin pump. The product will not be returned for analysis.